Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Additional patient/event information was requested but has not been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported from a nurse that there were adhesion issues with the aquacel ag surgical cover dressing. The device was used on a quadriplegic patient for an unknown amount of time and upon removal, the adhesive pulled off the top layer of the epidermis.